Event description:
Report received of an over-delivery. The pump was programmed to deliver 1000ml of d5.45ns at an unknown rate on the primary line, and the infusion was started. After approximately two hours, the pump alarmed that the infusion was complete. The pump was removed from the clinical service and therapy was continued on a replacement pump. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.